Manufacturer narrative:
The review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. During visual analysis a kink was observed in the sheath assembly and guidewire exit port was found to be lifted. The observed damage likely resulted from the efforts in removing the catheter from the stent. The guidewire that was used in the procedure was not returned. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification the device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: " never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B)(4) - stuck in stent.

Event description:
A percutaneous coronary intervention was performed for a 75% stenosed, calcified and moderately tortuous lesion in the right coronary artery (rca) distal. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter to be fully apposed. Upon withdrawal of the ivus, after imaging was complete, severe resistance was noted. The catheter had become caught on the stent. The physician pulled the imaging catheter together with the guide catheter and guidewire, as a single unit, removing them from the patient's body. The physician observed exit port damage on the ivus catheter. The patient was reported to be in "good" condition.

Event description:
A percutaneous coronary intervention was performed for a 75% stenosed, calcified and moderately tortuous lesion in the right coronary artery (rca) distal. A stent was implanted in the lesion and confirmed with an intravascular ultrasound (ivus) catheter to be fully apposed. Upon withdrawal of the ivus, after imaging was complete, severe resistance was noted. The catheter had become caught on the stent. The physician pulled the imaging catheter together with the guide catheter and guidewire, as a single unit, removing them from the patient's body. The physician observed exit port damage on the ivus catheter. The patient was reported to be in "good" condition.